Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the longevity estimates involving this cardiac resynchronization therapy pacemaker (crt-p) had dropped faster than expected in between follow-up appointments. Device data was sent to boston scientific technical services (ts) for review. The crt-p remains in service and no adverse patient effects were reported. Additional information provided from the field indicated a review of device data by boston scientific technical services determined the patient had previously been reprogrammed to a non-tracking mode due to atrial tachycardia. Additionally, the power consumption was increasing in response to an increase in pacing threshold measurements. Overall, based on its current programmed parameters, no evidence of premature battery depletion was noted by boston scientific ts. The crt-p remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the longevity estimates involving this cardiac resynchronization therapy pacemaker (crt-p) had dropped faster than expected in between follow-up appointments. Device data was sent to boston scientific technical services for review. The crt-p remains in service and no adverse patient effects were reported.